Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as surgical damage. Additional observations: ¿ brown particles and crease flat observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, e3, g2, h3, h6

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional later reported "hole, non-specific." The device has been explanted and replaced.